Event description:
This was a left-sided lead extraction procedure to remove one class iia recall lead at the patient's request. The lead (mdt 6949 rv ICD, implanted 100 months) was prepped with an lld-ez and a 14f glidelight laser sheath was opened. The laser sheath advanced down to the proximal coil of the lead with resistance noted mid-coil, with slower progression forward to the svc coil. At that time, the patient's pressure dropped and a pericardiocentesis was performed to remove approximately 500-700 cc of fluid. The patient stabilized at this time. It was then decided to discontinue use of the laser sheath. The patient's blood pressure declined again upon removal of the sheath from the lead and pocket. An effusion was noted on tte and the cv surgeon intervened with a rescue open procedure. A 1-2 cm hole in the lateral wall of the svc was discovered and repaired (the sheath was likely tamponading the injury and upon removal of the device from the vasculature, the injury became more apparent). The lead was removed manually during the open procedure. The patient survived the intervention.